Event description:
Philips received a complaint by the customer on the v60 indicating that during set up unit has a burnt smell when top cover is removed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he noticed a tarnished component on the power management (pm) pcba. The rse recommended replacing the pm pcba. The customer replaced pm pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.